Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported five (5) false negative results with the binaxnow covid-19 antigen self test performed on unknown dates. This MFR. Report addresses test five (3) of five (5). Additional testing was performed on an unknown date with unknown brand which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: h6 (health effect - clinical code). Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported five (5) false negative results with the binaxnow covid-19 antigen self test performed on unknown dates. This MFR. Report addresses test five (5) of five (5). Additional testing was performed on an unknown date with unknown brand which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.